Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported occlusion sensor error was verified through a review of the event history log which was not reproduced. Evaluation revealed that the cause was out of specification downstream tubing guide depth which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified occlusion sensor error. There was no known patient injury or medical intervention associated with this event. No additional information is available.